Manufacturer narrative:
Based on the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. Reportedly, the recipient reported headaches, which might be caused by extra-cochlear stimulation in the middle ear. The concerned device was explanted but has not been received for investigation yet.

Event description:
On (B)(6) 2024 the recipient reported experiencing a headache. The following day the recipient went to the hospital for examination. The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2024 the user complaint of a headache. The following day the user went to the hospital for examination ((B)(6) 2024). CT imaging showed that a part of the active electrode migrated into the vestibule. The user was reimplanted.

Event description:
On (B)(6) 2024 the recipient reported experiencing a headache. The following day the recipient went to the hospital for examination. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. Reportedly, the recipient reported headaches, which might be caused by extra-cochlear stimulation in the middle ear. This is a final report.